Manufacturer narrative:
Pump received with normal operating currents. No unexpected battery out limit or failed battery test alarm noted. All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump alarmed button error and motor error. Customer's blood glucose reading was 138 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.